Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The event occurred at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that there was suspicion of pump thrombosis due to elevated lactate dehydrogenase levels and hematuria. The cause of the event was unclear. No further information was provided.

Manufacturer narrative:
Additional information - the referenced pump exchange due to suspected thrombus was reported under medwatch MFR report # 2916596-2017-03171. Device evaluation: the evaluation of the returned pump confirmed device thrombosis; however, a correlation between the observed deposition and the reported increase in the patient's lactate dehydrogenase level on (B)(6) 2017 could not be conclusively determined due to the period of time between the event and the reported pump exchange on (B)(6) 2017. The pump was returned assembled with the driveline cut approximately 5.5 inches from the pump housing and the severed distal-end portion, measuring approximately 33.5 inches in length, was also returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Examination of the pump¿s blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing ball. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to elevation in the patient¿s lactate dehydrogenase level if had been present at the time of the reported event. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient remained ongoing on vad support until the pump was exchanged on (B)(6) 2017 due to suspected thrombus.